Event description:
It was reported that during lead revision procedure of an asymptomatic patient, the pulse generator went into backup vvi mode after suspected electrocautery interaction. The device was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).